Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, a perforation of the left ventricle with pericardial effusion was noted. Subsequently, a sternotomy was performed. Pledgeted sutures along with felt were sewn together to stop the bleeding and treat the perforation. The event resulted in a 2-hour procedural delay and an extended hospitalization.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024. Product ID: l-evolutfx-2329 (lot: 0012215989); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the perforation was the non-medtronic straight wire used while initially crossing the aortic valve, and the valve and delivery catheter system can be excluded as contributing factors.